Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0428070v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension.

Event description:
The manufacturer representative reported that high impedance on electrode 4 was found with no complaint when checking the implant for natural end of service. No cause was found that may have led to the issue and no interventions were taken. The issue was not resolved at the time of the report. It was noted that the implant was going to be replaced at some point, but there were no plans to replace the lead. The indication for use was multiple back operations. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.